Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of sheath broken. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent was to be used to treat a 3-4 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the outer sheath would not release the wallflex¿ biliary rx stent when the physician began deploying the stent. The catheter appeared to stretch when the technician tried to deploy the stent. Eventually the sheath snapped in two pieces and became non-functional. The wallflex biliary stent was then removed from the patient fully constrained on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.